Event description:
It was reported that a spectrum pump had an issue of pressure too high. The failure occurred before first clinical use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The correct date is 08/25/2022 and not 08/29/2022 as initially reported. The device was received for evaluation. During functional testing, the device failed for downstream occlusion detection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor out of range and failed attempted calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.